Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor. Upon evaluation, the electrode belt was unable to baseline an ECG signal. The cause for the failure was isolated to a defective u700 processor on the distribution node pca. The root cause for the defective component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. The belt was unable to complete an ECG baseline.